Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "15 minutes delay occurred due to device replacement" occurred due to the failures of the device involved in the cancellation of the procedure because the failures occurred during pre-use inspection. However, the root cause of the phenomenon could not be specified. Additionally, a specific root cause of the phenomenon "error 117" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was received for repair and inspection, and the customer's allegations were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during inspection before use for the unknown therapeutic procedure, there was a poor image and error 117 scope communication error on the visera 4k uhd camera control unit and a 15-minute delay occurred while the equipment was replaced. The procedure was completed with another similar device. The patient or procedure was not affected. No patient harm was reported.